Event description:
Pt reported obtaining a blood glucose result of 244 mg/dl, while using the suspect device. Pt opened a new strip vial, immediately retested, and obtained a result of 95 md/dl. Pt indicated that no action was taken based on these results. No pt injury was reported and no treatment was received. While on the line with tech support, pt performed qc tests on both strip vials. Pt's old vial of test strips (which had generated blood glucose result of 244 mg/dl) tested outside of the acceptable ranges for both the level one and level two control solutions. Pt's new strip vial tested within the acceptable ranges for both control solutions. Tech support requested the return of the suspect product and replacement product was shipped.